Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was having difficulty charging ipg. It was noted that the ipg was tilted and sunk very deep in the lower thoracic area. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.